Event description:
Complaint from medwatch report. It was reported that "aortic balloon pump had leaks and broke on same patient twice. No gross identifiable defects, dark red blood within". Associated MDR 3010532612-2022-00423.

Manufacturer narrative:
(B)(4). Multiple attempts for additional information has been requested to the customer with no response. Medwatch MDR report: #mw5111891 other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. No lot number/serial number was reported; therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Complaint from medwatch report. It was reported that "aortic balloon pump had leaks and broke on same patient twice. No gross identifiable defects, dark red blood within". Associated MDR 3010532612-2022-00423.